Event description:
A medical doctor reported that during cataract surgery by phacoemulsification, there was an aspiration failure due to occlusion. The staff changed the ultrasound (us) handpiece (hp) and tip, but a system message appeared. The fluidics management system was exchanged, but another system message was displayed. The us hp and tip were exchanged again, but the situation was not recovered. The tuning was completed after the us hp was replaced again. The surgery was completed after a delay and there was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).